Manufacturer narrative:
The field report of high lead impedance was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region over torqued consistent with implant procedure. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination did not find any anomalies.

Event description:
During an implant procedure, high out of range impedance on the right ventricular channel was observed. The event was resolved successfully with a lead replacement. There were no adverse consequences to the patient.